Event description:
It was reported that the patient experienced discomfort due to one of the inflatable penile prosthesis cylinders was pending erosion. The patient underwent surgery to remove the cylinder and its rear tip extender. The tubbing to the pump was plugged. There were no further patient complications.